Event description:
A report was received that the patient was explanted due to infection. The patient was experiencing fever, redness and a burning sensation. The location of the infection was not known. The patient was admitted to the hospital and given IV antibiotics. The physician stated the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved: model#: sc-2366-50, serial#: (B)(4) and (B)(4), description: linear 3-6 lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.